Event description:
The customer reported that when the drill was taken out of the sterilizer, oil was observed leaking from the handpiece. The customer reported no pt involvement related to this event.

Manufacturer narrative:
The drill was received for eval. The drill had significant corrosion damage which was likely caused by improper sterilization processes. The oil seen by the customer may have been corrosion particulate and excess moisture from the autoclave.